Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the right plunger case and missing battery. The event history log confirmed ¿syringe plunger not in place¿ occurred. Functional testing was able to replicate the reported error during syringe test. The root cause was determined to be the plunger cable was damaged and exposed wires. The plunger cable was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm for ¿syringe not in place¿. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.